Event description:
Event abated after use stopped or dose reduced: no. Diagnosis or reason for use: it is used as a cosmetic filler of the face. Suneva, makers of now what is called bellafill, came to my office. I own a medical spa, and a nurse injected me 2 different times with the product equaling 24 syringes from their nurse trainer. My face is not distorted and it can't be fixed. I have proof by 2 different plastic surgeons. I have talked to many plastic surgeons and also made suneva aware of this problem.